Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/26/2024, it was reported by a sales representative via (B)(4) that during a procedure on (B)(6) 2024, while removing hardware from the patient, two t10 hexalobe drivers, ar-8737-38, broke. The case was completed with a backup driver with no adverse effect to the patient. No further details were provided; additional information requested. Additional information provided on 2/5/2024: the drivers broke while torquing. No fragments were left in the patient. There was a delay of less than 5 minutes as there were more drivers on hand. This occurred during a revision procedure when explanting arthrex products. Additional information has been requested.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint confirmed. One unpacked ar-8737-38 serial/batch number (B)(6) was received for investigation. Visual inspection found that the hex tip of the driver was broken off. No functional testing was performed due to the damage to the device. A torque-limiting handle or modular torque-limiting adapter is recommended for use with the device to prevent over-torquing. The most likely cause is attributed to use error over-torquing/over-engaging the driver with the screw head.